Event description:
On 1/30/97 the pt underwent a vacuum extraction delivery with shoulder dystocia. Following delivery, the pt presented with a low initial apgar score, anemia, signs of sepsis and a falx hematoma of the left posterior parietal skull. The pt was transferred to a level iii in ICU on 1/30/97. Upon inspection of the device, it appeared that the foot pedal was not functioning properly.